Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the customer reported instrument complaint was confirmed and replicated. The usm generated 282 errors in normal mode but showed signs of fluid intrusion and the axes controller carriage rfid (accr) pod assembly flat flex cable (ffc) was found fully secured. The usm passed the instrument engagement dashboard and the carriage switch test on a psc fixture test platform (pftp).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument on arm 1 wasn't being recognized, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse verified the error 282 on universal surgical manipulator (usm) 1. The fse replaced usm 1 with a new one. The fse verified it was in proper working order. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The usm triggered error 282 in normal mode and had signs of fluid intrusion. The usm passed the instrument engagement dashboard and carriage switch test on the test platform. As a fix to the reported problem, the ac pod assembly will be replaced. Accl board will be replaced as precaution. The root cause of the reported issue was related to the electrical and fiber optic failures on the arm. This complaint is considered a reportable event due to the following conclusion: a usm was abandoned after the start of the 3-arm procedure and the surgeon was able to continue with the procedure robotically using the other 3 arms that were working properly. The fse reproduced and replaced the usm due to error 282. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer contacted a technical support engineer (tse) and reported that the instrument on arm 1 wasn't being recognized. The customer stated that before calling in, they had tried multiple instruments and the issue remained. The tse recommended the customer reseat the sterile adapter and instrument, but the issue remained. The tse viewed the error logs and saw 282 errors for tool radio frequency identifier (rfid) and magnet not detected. The tse recommended the customer re-drape arm 1 but the issue remained. The tse recommended the customer check the pogo pins on arm 1 and the customer stated that they seemed spongy. The customer chose to move the instruments from arms 1, 2, and 3 to arms 2, 3, and 4 and was continuing with the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: it was confirmed that the event occurred during a unilateral inguinal hernia procedure on 01/10/2023. The customer confirmed that this was a 3 arm case and that they didn't use arm 1 after switching to arms 2, 3, and 4 instead since troubleshooting was not successful. The customer confirmed that there was no patient injury and no delays in the procedure due to the issue. The procedure was completed robotically as planned. The customer stated that the issue has been resolved after the usm was replaced by the fse. No images or patient demographics available.